Manufacturer narrative:
Zoll sale representative visited the customer site and had the thermogard console run for over 24 hours, but the tcmid:02 error was not replicated. The customer was recommended to send the console to zoll service depot for technical evaluation. Zoll has not yet received the thermogard console in the complaint for investigation. A supplemental report will be filed if and when the product is returned and an investigation has been completed.

Event description:
During device check, the thermogard xp ivtm system (s/n (B)(4) displayed a tcmid:02 (ce danfoss error) error message during the power-on-self-test (post). No patient involvement.

Manufacturer narrative:
Zoll service evaluated the thermogard xp ivtm system (s/n (B)(6) at the customer site. The reported complaint that "the thermogard console displayed a tcmid:02 (ce danfoss error) error message during the power-on-self-test (post)" was confirmed in the system's event log and during functional testing. The root cause of the tcmid:02 was the malfunctioning danfoss module controller, most likely due to aging of the device. The thermogard console was manufactured in march 2011 and is over 12 years old, well beyond its expected service life of 5 years. Visual inspection of the thermogard console showed no physical damages or anomalies. Review of the system's event log revealed several tcmid:02 (ce danfoss error) error messages on the customer's reported event date, confirming the reported complaint. The thermogard system failed the initial functional test as the console displayed a tcmid:02 error message during the power-on-self-test (post), confirming the reported complaint. Technical investigation revealed that the compressor failed to start within 10 minutes due to the malfunctioning danfoss module controller, which was replaced to remedy the fault. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was found for the thermogard console with serial number (B)(6).